Event description:
(5th) implant placed in area 12 in 1998. The (3) previous implants placed back in 1992 may have had an affect on this implant. Unable to verify bone loss, because dr. Would not release x-rays. Coating on this implant was done by a different coating vendor.